Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.